Manufacturer narrative:
The customer¿s report that the port site sprayed fluid was confirmed. The set was visually inspected for cracks, misassembly or damages to the component. No anomalies were observed on the smartsite ports or on any other part of the set upon initial visual inspection. Functional testing replicated a leak at the distal smartsite port during gravity priming. Closer inspection of the leak under a lab microscope observed a small slit in the blue piston of the distal smartsite located near the one of the ends of the middle slit. The source of the leak is due to a small slit in the smartsite blue piston. The root cause of the piston damage is due to a manufacturing issue.

Event description:
It was reported that the blue connector at the port site came out and sprayed fluid when the curos cap was removed. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the blue connector at the port site came out and sprayed fluid when the curos cap was removed.